Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the dialysate port on the set filter was cracked. The product damage was not detected during the manufacturing in process visual control or leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed filter housing damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplement report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a crack in the filter connection during continuous renal replacement therapy with a prismaflex m150 set. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.